Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the 8mm prograsp forceps instrument was moving unintentionally and with a "jerky" manner. The instrument was removed and another instrument as used for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was moving erratically, distance intended did not match distance instrument moved. No friction was felt, however it felt jerky. Instrument was removed and a different one was used.

Manufacturer narrative:
The 8mm prograsp forceps instrument was analyzed and found to have a loose pitch cable at the back end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Functional testing was performed, and the instrument failed the intuitive motion test. Imprecise motion was observed in the pitch direction. The complaint was confirmed by failure analysis. Additional observation(s) related to customer reported complaint: the instrument was installed on an in-house system and driven. The instrument passed the recognition and engagement tests. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. .